Event description:
Boston scientific received information that, during the pg replacement procedure, this right ventricular (rv) lead displayed high out of range pacing impedance measurements, increased threshold measurements and poor sensing when connected to the new pg. The connection was checked two times, but still the same results. The decision was made to deactivate the pace/sense portion of this rv lead, and implant an new rv lead for pace/sense purposes. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.